Event description:
During the routine follow-up of the device involved in this report, no follow-up data stored in device memory ((B) (4)) was available at interrogation.

Manufacturer narrative:
(B) (4). Conclusion: the conjunction of a high lead ventricular impedance and the programming performed on the pacemaker resulted in: condition to have the pacemaker initialize (B) (4) memories was never met; condition to have the programmer initialize (B) (4) memories was met on 12 november for the first time. The pacemaker and programmer operated within specifications. At the end of (B) (6) 2008 follow-up, (B) (4) was initialized. All diagnosis information should be available upon next pacemaker follow-up. It is unknown why no normal ventricular lead impedance was measured between (B) (6) 2008 and (B) (6) 2008. This measurement should be carefully monitored upon the next follow-up.